Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported by the customer that a patient received a radiation burn. The exam was completed successfully. The customer confirmed that there is no evidence of a radiation burn or any injury at this time. The customer call was based on the accumulated dose(mgy) reported by the system at the end of the exam.

Manufacturer narrative:
It was reported by the customer that a patient was exposed to a high radiation dose during an exam. It was confirmed that the patient undergoing this exam did not sustain any radiation induced injury. Ge healthcare field service engineer checked the system thoroughly but no system malfunction has been identified, system was fully within specifications. Ge healthcare investigation of this event was performed using logs from the system which showed that the total duration of the exam was about 5 hours 35 minutes, and the total dose was 14.19 gy with a peak incident dose of 8.09 gy. It was confirmed that the customer had intentionally selected a high dose protocol during this exam. Customer did not disclose any patient details and dose parameters selected for the exam. The most probable root cause for the high dose exam would be a long exam performed on a large patient with high dose acquisition settings, even if a different choice of acquisition settings could still have reduced the exam dose. However, the settings could have been determined based on the physician's clinical judgment for obtaining the best image quality for his diagnosis. Detailed instructions on reducing dose and improving the image quality are provided in the innova? 4100 systems operator manual. Proper training has been given to the customer on the dose selection protocol at the time of system installation. On (B)(6) 2016 a dose refresher training was suggested to customer who did not provide any answer to this offer. No further action is required.